Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a small dent was observed on the top cover. The photographic imaging inspection revealed several broken electrode wires near a feedthru pin. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. Dissection and scanning electron microscopy analysis of the electrode revealed evidence of tensile breaks at a feedthru pin. These breaks correspond to all the odd electrode channels reported open except for one channel. The photographic imaging inspection and electrode dissection revealed broken electrode wires at a feedthru pin. These breaks correspond to all the odd electrode channels reported open. It is believed that these breaks caused the sound quality deterioration. This is the first incident of this failure mode. Advanced bionics will continue to monitor for failure modes of this type. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing sound quality issues following head trauma, resulting in open electrodes. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection of the device revealed a small dent on the top cover. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed several broken electrode wires near the feedthru pin. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The dissection and the scanning electron microscopy analysis revealed evidence of tensile breaks at the feedthru pin. The photographic imaging inspection and electrode dissection revealed broken electrode wires at the feedthru pin. These breaks correspond to all the odd electrode channels reported open. It is believed that these breaks caused the sound quality deterioration. This is the first incident of this failure mode. Advanced bionics will continue to monitor for failure modes of this type. This is the final report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.